Event description:
This report is being filed after the subsequent review of the following literature article, freude, t. Et al., (2014). Dynamic-locking-screw (dls)-leads to less secondary screw perforations in proximal humerus fractures. Bmc musculoskeletal disorders 15:194. Between (B)(6) 2009 and (B)(6) 2010, a multi-centre study in 5 level I trauma centres on plating of proximal humerus fractures with the philos plate and the dls 3.7 was conducted. The study population consisted initially of 64 patients suffering from a fracture of the proximal humerus. After the minimum follow-up of 6 months 56 patients remained, 8 patients didn't come for the final follow up exams and were secondary excluded. Surgery was performed at one of the included level I trauma centers. The mean age of the patients was 60 +/- 16 years (39% male, 61% female). This is report 3 of 4 for (B)(4). This report is for an unknown locking head screw (lhs-3.5) that was broken.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for unknown locking head screw, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.